Event description:
Procedure: hemostasis. Reportedly, the instrument locked on the tissues after hemostasis. The report received states that the surgeon had to cut the vessel to release the device from tissue. The patient sex was not reported and there was no report of excessive bleeding.

Manufacturer narrative:
Attempts have been made to ascertain additional information about incident. The file will be updated as soon as additional information is received.